Event description:
Two pts with low ise results. Initial results not reported, pts not adversely affected. Repeat results occurred on different analyzer (alternate methodology). Pt 1: initial sodium result 23 mmol/l, repeat 127 mmol/l. Pt 2: initial sodium result 62 mmol/l, repeat 143 mmol/l. Initial potassium result 2 mmol/l, repeat 4.9 mmol/l. Field service rep unable to reproduce problem but found bent ise sample probe which was replaced. Performance tests were performed and were within specification.